Event description:
The lay user/patient contacted lifescan in 2006 and alleged that her one touch ultra meter kept displaying the "apply sample" icon. The medical affairs specialist (mas) was unable to reach the patient via phone after several attempts. A letter was also sent to the address provided. The mas reviewed the recorded telephone call in order to classify the case. The patient reported that this was a new meter (unknown exactly when she got the meter). (Night prior to the call), at 11:00 pm, she was feeling "sick, tired, delirious, and fainty". She attempted to test on the reported meter, but was unable to obtain a result (the apply sample icon appeared on the display); it is unknown when this issue began. She called her doctor and informed him regarding the symptoms she was experiencing and that she was unable to test on the meter. The patient feels she "would have known what to do" if the meter showed a low result. She was advised to go to the emergency room. Her spouse drove her to the ER, but she does not remember whether the blood glucose was tested on the ER meter. She was given some food to eat and medication (no further information provided regarding the treatment). Her medication regimen was also not provided. At the time of troubleshooting, it was verified that this was a new product. However, it was discovered that the meter was miscoded and that the patient was applying the blood sample incorrectly to the test strip. The patient was walked through a blood test (result was 147 mg/dl) and the issue was resolved. This complaint is reported because the patient was not able to test on the meter at the time she was experiencing the symptoms. The issue was resolved with troubleshooting. A replacement meter, test strips, and control solution were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.